Event description:
During evaluation of the device by a philips field service engineer (fse) for an unrelated issue, the fse noted that the device had a speaker error and the speaker was inoperative. There was no patient involvement.

Event description:
During evaluation of the device by a philips field service engineer (fse) for an unrelated issue, the fse noted that the device had a speaker error and the speaker was inoperative. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.